Event description:
Patient had bard kugel hernia patch placed in 2005. Returns to office approximately 1 week ago with complaints of increasing abdominal pain and tenderness. Laparascopic surgery done and found large number of adhesions surrounding graft with inflammatory process present. Patch sent to an off site lab for pathology after removal. Unk at this time if wire was noted to be broken. Specimen is in route, being returned to us from lab.